Event description:
This 77 yr old female returned on 05/03/99 with severe bradycardia, syncope, non capture of pacemaker, dizziness, and vomiting. Difficulty identified as the ventricular lead which was changed to active lead. Note that on may 6, 99 the pt had a micro dislodgement screw in lead placed. There was difficulty in getting a good lead position initially.